Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D11-associated products : 00-7255-050-28 0 degree tm natural cup ID 28mm od 50mm batch : 55695600. 164126 zr modular 5 degre 42 taper 28mm standard batch : 705299. The product analysis can't be performed as the product was not returned the device manufacturing quality record indicate that the released product met all requirements to perform as intended. Aura ii total ha right size 7, reference p0126y07, batch 0000070313 was part of recall related to revision due to implant fracture. No devices involved in the recall had been distributed in the USA. A complaint extract was done regarding revision due to implant fracture: 1 complaint (1 product), this one included, has been recorded on aura ii total ha right size 7, reference p0126y07, from 01 january 2017 to 24 august 2020. 3 complaints (3 products), this one included, have been recorded on aura ii total ha right size 7, reference p0126y07, batch 0000070313. According to available data, the exact root cause of the event was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem "aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. This complaint is related to revision due to implant fracture. The patient underwent a revision of the right hip due to stem fracture, 3 years after implantation. The femoral stem and head were removed.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). The investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported that following a review of the data conducted by the national joint registry in march 2019 on aura ii cementless stem. "Aura ii cementless stem ¿ level 2 performance status in primary hip replacement", on 304 primaries surgeries, 33 had been revised. The patient underwent a revision due to an implant fracture. The femoral head has been removed. No other adverse events have been reported as a result of the malfunction.